Event description:
It was reported that the patient presented with inappropriate hv therapy due to oversensing on the ventricular channel. The oversensed events were classified in the vf zone. A chest x-ray confirmed lead dislodgement in the right atrium. The lead was explanted and replaced.

Event description:
Customer reported an abo discrepancy when testing a donor sample on the galileo. The donor blood unit is labeled as a pos. Initial testing on the galileo result as ab pos. Repeat testing on the galileo resulted in a pos. Manual tube bench method resulted as a pos.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.